Event description:
Olympus was informed that during a hysterectomy procedure, after the first device displayed probe damage error messages, it was replaced with a second device. The tip of the second device broke off and fell outside the pt in a sterile environment. The intended procedure was completed with a halo forceps and there was no pt injury reported. Olympus followed up with the user facility to obtain additional info via telephone and in writing regarding the reported event but with no results.

Manufacturer narrative:
The device referred to in this report was returned to olympus for eval. The eval could not confirm the reported phenomenon. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found to be working properly. A visual inspection found the teflon pad partially lifting at the distal tip, along with slight discoloration, but no metal was exposed. The distal end of the device was inspected under a microscope and found the probe to have discoloration, but no structural/fracture damage. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. Please cross reference this complaint with 2951238-2015-00009.